Event description:
Patient presented to the physician with headaches and pain in the throat, base of tongue and ear. Physician prescribed pain and anti-inflammatory medication.

Event description:
Patient presented back to the physician with continued pain at the neck incision site. Physician administered nerve block injections to address the pain.